Event description:
The customer reported that the bed exit alarm does not show on the nurse console and also the dome light outside room does not light up yellow. There was no adverse event reported. This incident was captured under complaint ref # (B)(4).

Manufacturer narrative:
Troubleshooting into the reported issue determined that when the nurse call was triggered through the pillow speaker it worked. The light was visible from outside the room and the alert was sent to the console. Status board showed the patient in bed. However, when the patient came off the bed it triggered a nurse call instead of a bed exit alarm. The software was updated for that room to resolve the issue. No further assistance was required. The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides an annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notification calls to customer provided third-party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. The nurse call system secondary notification provides visual and/or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific location or locations within the facility such as a nurse console located on nursing specific unit, nurse console in pbx department, a staff station located in a break room or hallway, mobile phones, etc. The notification routing of calls is configured with naming convention, audio and /or visual displays based on the customer preference/request at the time of initial integration. Although there was no adverse event reported, if the bed exit call was not alerting correctly for a patient being out of bed it would lead to risk for falling and injury. Baxter is reporting this malfunction.